Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed, and the instrument was found to have a severely bent grip, causing vertical misalignment of the grips. There was a 0.101¿ offset at the tips. Severely bent grips with an offset 0.05¿ are typically attributed to damage during either use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. Additionally, the instrument was found to have the main tube broken. Small fragments were not returned with the instrument. Damage during use may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. Signs of corrosion were also found on the instrument bearings. Pitch and grip input disk bearings exhibited orange discoloration. The instrument was found to have dried residue on the clamping pulleys.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the tips of a maryland bipolar forceps instrument would not close. The procedure was completed with no reported injury.